Event description:
It was reported that (1) al326 was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon attempted to fire the first clip and it did not form properly. The surgeon attempted to fire again and it jammed and then broke. A new instrument was opened to complete the case. There was no consequence to the pt.